Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the calcified artery during advancement causing the reported difficulty to advance. The reported dissection appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience sierra referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a calcified proximal left anterior descending artery (plad) and mid lad). Two xience sierra's (3.0x33mm and 3.5x15mm) were advanced and met resistance with anatomy; however, the devices crossed once an unspecified guiding catheter was advanced and stents were implanted. A dissection occurred in the left main, and was noted the dissection sealed on its own. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.